Event description:
Device malfunction: balloon pinhole. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the moderately calcified, superficial femoral artery, via a right brachial approach, the fox plus balloon catheter had a pinhole rupture at 14 atmospheres, during the first inflation. The device was completely removed from the body and the procedure was completed using another fox plus. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device lot history record did not reveal any non-conformity which could have contributed to this complaint.